Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the outer covering of the cable connected to the controller is exposed. Additional information was requested, but was not provided.

Manufacturer narrative:
The report of the exposed outer covering of the patient's driveline could not be confirmed through this evaluation because the patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no supporting photographs were provided for analysis. Analysis of the submitted log file revealed a slight increase in power and flow; however, no power over 8 watts was recorded. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on (B)(4) and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.